Manufacturer narrative:
The lead was not returned for analysis. This report therefore refers only to the existing production documents and the analysis of the ICD. The returned ICD was visually inspected after it was received, and signs of wear and tear were seen at the ICD housing, probably caused by a lead. The initial interrogation confirmed the clinical observation that the device could no longer be interrogated. In the next step, the ICD was opened, and the internal structure was examined. Damage to the fuse that separates the battery from the electronic module and to the final shock stages was detected. These damages are with high probability the result of a shock delivery into an external low-ohmic shock path. Due to the damage to the module, the ICD could no longer be interrogated. Possible clinical complications that might lead to an external short-circuit are, among others, the twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation, due to which a low-ohmic contact of the high-voltage conductors occurs. The manufacturing process of the ICD and the lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test of the ICD documented proper device behavior. There were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of approx. 56 months, it was reported that the device could not be interrogated. During explantation, an insulation defect of the tachy lead was observed. The electrode was explanted and discarded.